Manufacturer narrative:
Insulin pump had an intermittent button response due to flattened act button dome switch. Insulin pump had minor scratches on lcd window, cracked case on display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer reported that the act button was unresponsive when attempting a bolus. Customer stated that the buttons were not working. Customer's blood glucose reading at the time of the call was 209 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.